Event description:
It was reported to boston scientific corporation on november 2, 2005 that a polyflex esophageal stent was used during a post-procedure performed the month prior (female patient; weight unknown). According to the complainant, the patient had experienced severe "chest pain " with "vomiting" beginning the next day. It was reported that the patient was given "percocet" for treatment. Four days later, the patient underwent an esophagogastroduodenoscopy which showed the stent was "migrated slighty distally, but still in good condition" . The stent was removed with "rat tooth forceps". Two days after the original date, additional information reported that the patient was "hospitalized for eight days in the previous month at an outside hospital", and an egd showed that the stent was "patent" and "minimal migration".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.bsc reference: 665787

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1789.

Manufacturer narrative:
Corrected data: hospitalization - initial or prolonged and other serious (important medical events).